Manufacturer narrative:
Two (2) actual samples were received for evaluation. A visual inspection with the naked eye noted the pouches were sealed correctly. However, a bubble test, a test on the pouch seal, identified small bubbles from the over pouches of both samples. The first sample had a damage/tear to the clear side of the over pouch and a small bubble at the location of the tear was observed. The second sample had a slight transfer present on the peel down of the over pouch indicating a breach in the over pouch and a small bubble from the peel down of the over pouch was noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: e1: initial reporter city: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of two (2) minicap extended life pd transfer sets were not fully sealed with air released. This was found prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.